Manufacturer narrative:
The t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm while delivering a bolus. The customer's blood glucose level was not impacted. Tandem technical support had the customer perform a system check and the occlusion appeared to be possibly related to the tubing. Reportedly, the customer had been using humalog in the cartridge for 3-4 days.